Event description:
Reportedly, on pdf remote report and on programmer, time to rrt appears as not available (n/a). Besides, the real time egm is not displayed on the remote report.

Manufacturer narrative:
Please refer to the attached analysis report.